Manufacturer narrative:
The device was returned for evaluation. Evaluation of the device determined the root cause of event was due to a short between the ground and line terminals in the power plug as a direct consequence of fluid ingress. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The device meets requirements for electrical and safety standards as outlined in the user guide. The user guide contains a precaution to verify the fluid warmer and power cord show no sign of external damage prior to use. If the unit is damaged, follow the product return procedure described in this manual. It warns to plug the warmer into a properly grounded outlet and describes connection for the power cord from a grounded power outlet to the back of the warmer. Per the user guide, proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. UDI: (B)(4).

Event description:
A report was received on 10 feb 2025 from a nurse who stated the fluid warmer was sparking and began to smoke when fluid dripped onto it on (B)(6) 2025. Additional information was received 12 feb 2025 from the technician who stated fluid leaked onto the power plug of the warmer. There was no indication of adverse impact to the user.